Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had did not allow the reservoir to make a connections for priming and reservoir had plunger did not let air out. Customer's blood glucose level was unknown. Customer stated that air was trapped in the reservoir. Customer also stated that plunger was not making connection to the reservoir and air was stuck between the reservoir. Troubleshooting was declined. The device will not be returned for analysis.